Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had air bubbles in their reservoir. Customer stated they had to purge the air bubbles out of their reservoir six times and there were still air bubbles. The customer stated the size of their air bubbles were small. Customer's blood glucose was 122 mg/dl. The customer stated the insulin pump was not rewound with the reservoir in place to create the air bubbles. Customer stated they had filled a different reservoir using the same technique and did not experience air bubbles. Customer's reservoir will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.